Event description:
It was reported there were impedances greater than 4,000 ohms on some of the bipolar pairs. It was also noted, there was greater than 4,000 ohms on "all or some" unipolar pairs. It was also noted, there were readings of less than 50 ohms. It was noted, there was a loss of therapeutic effect and stimulation sensation. When program 1 was turned all the way up no stimulation was reported. It was unknown which electrodes were programmed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v302593, implanted: 2009 (B)(6), product type lead. (B)(4).